Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3731 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The nature of the device deficiency was malfunction. It was not possible to flush or draw blood from the catheter. It is still not possible after using an antiblocking agent. The device was removed. The device is not available for evaluation or was not returned to the manufacturer, because it was disposed as waste. No other information was provided.